Event description:
It was reported that the patient went to the Emergency Room (ER) with hyperglycemia on (b)(6) 2026. The patient's blood glucose levels reached 279 mg/dL (15.5 mmol/L) while wearing the Pod for an unspecified duration of use. Symptoms reported include dehydration, no appetite, no energy, weakness, dizziness, confusion, and patient noted having issues doing daily activates. The patient was treated with blood work, intravenous fluids, and a CT scan. The patient was also monitored for their blood pressure and pulse. There was no specific diagnosis given. The patient was released approximately 5 and a half hours later. Prior to going to the ER, the patient mentioned they attempted giving themselves insulin to lower their BGs, however, it was not successful. The patient reported when they removed the Pod, they noticed the cannula was not properly inserted in the skin and also bent.

Manufacturer narrative:
According to the complainant, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.